Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 row b was not seated level and caused rubbing on a cubie and one spring foot was broken. A field service engineer logged into hardware test application (hta) and released cubies in drawer. Powered off the station and refreshed row b. Hta passed after reseating the cubies and customer verified the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height drawer 7 row b tray was broken and cubie spring got exposed. There were no delay, no adverse events or injuries reported based on this event.